Event description:
It was reported that the patient's right ventricular (rv) lead had become fractured. The rv lead exhibited no capture, oversensing, infinite impedance, and a polarity switch. The rv lead was programmed off and remains in the patient. The physician elected to change the device mode to air, since ventricular pacing was not needed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.